Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ intima-ii catheter had a crack. This occurred on 4 occasions. The following information was provided by the initial reporter: it was found crack on the luer of y- connector when puncture successfully and connected to CT syringe.

Event description:
It was reported that bd¿ intima-ii catheter had a crack. This occurred on 4 occasions. The following information was provided by the initial reporter: it was found crack on the luer of y- connector when puncture successfully and connected to CT syringe.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7356314. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing, however based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection.